Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implant date: (B)(6) 2015; 5076-45 lead, implant date: (B)(6) 2015; 97702 pain stim ipg, implant date: (B)(6) 2016; 39565-65 pain stim lead, implant date: (B)(6) 2016; dtba1d4 crt-d, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a possible insulation breach that allowed blood to ingress under the outer insulation of the lead. The lv lead remains in use. No patient complications have been reported as a result of this event.